Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: endoscopic image cannot be displayed, water tightness is lost and the cable unit is depressed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the customer device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Due to damage on cable unit, the endoscopic image cannot be displayed. Due to poor water-tightness of cable unit, water tightness is lost. A definitive root cause could not be identified for the depressed cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had a green image. There were no reports of patient harm.